Event description:
It was reported that the device had burning smell. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a070504, a09, annex b: b01, annex c: c02, c0503, c11, c23, annex d: d11, d15, d08, annex g: g02017, g04037, g02002, g02035. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had a burning smell was confirmed through external inspection, signs of thermal damage and burn marks of the pump module¿s female iui connector housing were observed. When the pcu was powered on, the pump module did not initialize when connected through the damaged iui connector. The pump module was then disconnected and reconnected to the right-side iui connector of the pcu, then, the pump module powered on as expected. Continuity testing between the connector pins and the corresponding internal contacts revealed that pins 2 and 3 measured as a short this condition is consistent with the observed thermal damage affecting those pins. The female (left) iui was temporarily replaced with a known good connector for testing purposes only. After replacement no errors or malfunctions were observed during power on self-test (post) sequence. An infusion was programmed at a rate of 15 ml/hr was programmed to run for twelve (12) hours. The device was operating as intended. The suspect pcu was tested through the alaris system maintenance. The test results show the device passing all preventive maintenance tests. A review of the pcu error logs showed fifty-eight (58) instances of error 120.4370 (low_8v_failure) occurring on (B)(6) 2026, between 11:31 am and 11:43 am and two (2) instances of error 133.6090 (main_speaker_failure) occurring on (B)(6) 2026 at 11:45 am and 2:58 pm. The event logs showed no activity recorded the day of the reported event. On (B)(6) 2026, at 6:11 am, the infusion before the last recorded malfunction was programmed by guardrails drugs with the suspect device with a rate of 25ml/h and vtbi (volume to be infused) of 100ml. The drug in use was piperacillin/tazo and the profile was observed to be ¿adult¿. The infusion started with a primary volume infused (pvi) of 1199.17 ml. At 10:12 am the infusion was completed with a pvi of 1299.18ml, then, the pump module was powered off. At 11:30 am the pcu alarmed ¿channels disconnected¿, then, a malfunction error code 120.4370 was recorded. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices, bd alaris¿ system cleaning audit, bd alaris¿ system cleaning checklist, bd alaris¿ system iui inspection quick reference, bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020, the bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir 10000363928) states the following: do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. Clean both iui with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Inspect the iui connectors on each bd alaris¿ pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks. Confirm that the instruments and iui connectors are thoroughly dry before using them again. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported burning smell is likely due to the melting of the iui connector housing. The observed melting of the connector housing is attributed to a localized thermal event, potentially caused by a short circuit due to contamination, unknown liquid or fibrous/filament residue. The exact nature of the residue accumulation could not be determined. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell. There was no patient involvement.